Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus issues. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus issues, that the device has a strange odor, and that it is noisy. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed no odor and, unit was quiet during operation. Observed the following from an external and internal inspection: the unit is missing a modem door. The air outlet of the blower box had no visible contamination observed. There is no visible damage or functionality failures of the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes was not able to confirm the complaint or address the symptoms specified. In this report, section d9, g3, h3, h6 has been updated.